Event description:
Caller reported an error with continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully started their sensor session after completing the reset.